Event description:
A report was received that the patient was experiencing battery site discomfort. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing battery site discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.